Event description:
The site reported that a bilaterally implanted patient had her right eye (od) light adjustable lens (lal sn (B)(6), +15.0d) explanted due to patient dissatisfaction. The explanted lal was replaced with another lal. Rxsight's first awareness of this event was on (B)(6) 2023. Reference MDR 3012712027-2023-00057 for the report on the left eye (os).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The site reported that a light adjustable lens (lal sn (B)(6), +15.0d) was explanted and replaced with another lal. Prior to the explant on (B)(6) 2023, the patient's uncorrected visual acuity (ucva) was 20/40-1, manifest refraction (mr) was +0.50 +1.00 x175, and best corrected visual acuity (bcva) was 20/25. The patient has a history of lasik, dry eye syndrome (des), posterior vitreous detachment (pvd), and irregular astigmatism in both eyes (ou). Manufacturer reference #: (B)(4).

Manufacturer narrative:
Manufacturer reference #: (B)(4).